Manufacturer narrative:
After several attempts to obtain additional information, the pt has refused to provide any info regarding herself or her prescribing physician.

Event description:
The patient reported experiencing numbness from her hip to her ankle during each treatment. The patient also stated that her physician felt that it was affecting her circulation and was hendering her healing.